Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose of 410 mg/dl. She declined troubleshooting because she said that she gave a bolus with the pump. Her original complaint was because while she was changing the sensor and pump, she took the sensor off and the transmitter did not blink.